Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a peripheral procedure when the physician advanced the microwire wire guide with the support catheter and torque device through the superficial femoral artery he encountered resistance. This occurred when the physician attempted to remove the wire. Once the wire was removed, the physician noticed that the coating had come off of the wire. However, it did not come off inside the patient, but inside the catheter. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, trends and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: under "instruction for use" note: if resistance is noted tactilely or visually under fluoroscopy, determined the cause and take action necessary to relieve the resistance. Advancement and withdrawal of the wire guide should be performed slowly and carefully." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Since this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport, it is plausible to suggest that user technique caused damage when the force exceeded design specification during a procedurally related event. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
It was reported during a peripheral procedure when the physician advanced the microwire wire guide with the support catheter and torque device through the superficial femoral artery he encountered resistance. This occurred when the physician attempted to remove the wire. Once the wire was removed, the physician noticed that the coating had come off of the wire. However, it did not come off inside the patient, but inside the catheter. There was no harm to the patient.